Event description:
Boston scientific received that that this device was beeping. A review of the device history by boston scientific technical services (ts) noted that there were out of range shock impedance measurements. The system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.